Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported during hemodialysis (hd) patient treatment the heparin blood lines broke (detached) and caused blood loss. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.